Event description:
It was reported to vyaire medical that the initial reported had sent in device logs and an image of the error message "device software.application is not responding" on the screen. Vent was on a patient and had to be changed due to it being locked up and alarming with a message on the screen. Ventilator was safely changed with no harm to the patient and moved to the biomed shop. Recommend the sw update created to address this issue and related customer letters.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.